Event description:
It was reported that a user who had paused ilet use during a hospitalization unrelated to diabetes management, experienced hypoglycemia while on the device and was advised by the hospital to remove it, after which the endocrinologist advised resumption and a factory reset; the care team noted sporadic lows following highs, low meal announcement frequency, use of meals as correction, overtreatment of lows, possible missed or unheard low alerts, and recent weight loss relevant to setup after reset. Symptoms included low blood glucose. Outcomes included no reported injury or hospitalization attributable to the device after discharge. Investigation included attempts to contact the user for troubleshooting, education on meal announcements and low treatment, assessment of alert audibility and follower setup, collection of blood glucose event details, and planning for factory reset with updated weight entry. Investigation of this case revealed use-pattern issues including inadequate meal announcements, corrective eating behavior, and likely delayed response to alerts, with no evidence of device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use patterns and therapy management, including insufficient meal announcements, overtreatment of lows, and suboptimal response to alerts.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.